Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 3.5 x 32mm promus elite drug eluting stent was implanted to treat the target lesion. After the stent was deployed, a proximal edge dissection in the proximal part of the stent was noted. A 3.5 x 12mm promus select stent was implanted to cover the dissection, proximally and overlapping the previously deployed stent, and complete the procedure. There were no further patient complications and the patient status was stable. It was further reported that no issues were noted during stent deployment. The stent was deployed at 10 atmospheres (atm) and post dilated with a3.5 x 10mm balloon at 16 atm. During post dilation the dissection was noted.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: (B)(6) years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately calcified and moderately tortuous right coronary artery. A 3.5 x 32mm promus elite drug eluting stent was implanted to treat the target lesion. After the stent was deployed, a proximal edge dissection in the proximal part of the stent was noted. A 3.5 x 12mm promus select stent was implanted to cover the dissection, proximally and overlapping the previously deployed stent, and complete the procedure. There were no further patient complications and the patient status was stable.